Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/12/2015 with the following findings: the pump's black box showed no evidence of short battery life however one motor power supply fault alarm was observed in the black box on (B)(6) 2015. Moisture was evident behind the display lens. There was a battery compartment crack observed below the grip pad. The pump case had a crack observed in the corner of the display area. During investigation an alarm was received on each "rewind" attempt. There was evidence of moisture contamination inside the pump.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had shorter than expected battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.